Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) will be explanted. Through follow-up, it was learned that the patient had visual issues, therefore, the lens was explanted from the patient's left eye. The iol was discarded. There were no unplanned sutures or a vitrectomy required when removing the lens. Another johnson & johnson lens model zcb00, higher diopter 21.0 was implanted as a replacement. The exchange of lens was successful and the patient is doing well post-operatively. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.